Event description:
Non-sustained ventricular tachycardia recorded in logbook, this was not real, device lost capture during early morning hours for unk reason. Also, abnormal battery depletion: (B)(6) 2014 at 3 years, (B)(6) 2014 1 year, (B)(6) 2015 less than 6 month, (B)(6) 2015 2 years, (B)(6) 2015 2 years.